Event description:
Pt reported that, sometimes during the beginning of sept. 2004, the device's button rings fell off. Pt indicated that, in mid sept. 2004, pt experienced a hypoglycemic event (blood glucose measured 26 mg/dl), while at work. Pt works outdoors, and stores the device in their pants pocket. Pt believes that, due to the missing button rings, pt may have inadvertently programmed a bolus. Pt's co-worker drove pt home, where their spouse treated pt with a shot of glucogon. At the time of the report, pt had already switched to their back-up device.